Event description:
It was reported the device was sent in for calibration and testing. No event occurred. At product evaluation investigation it was discovered that the comb was damaged on the mesher. No adverse events were reported as a result of this malfunction. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged. The device was disassembled and cleaned, the comb was replaced, the ratchet assembly was lubricated, and the unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.